Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2011 and mesh was implanted concurrently with culdoplasty and perineoplasty due to sui, pelvic relaxation, cystocele and rectocele. It was reported that following insertion the patient experienced urinary problems, recurrence, & dyspareunia. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh and in-fast were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011, and a mesh was implanted. It was reported that patient underwent removal of transvaginal mesh, pubovaginal sling and suture, urethrolysis, anterior colporrhaphy and observational cystoscopy on (B)(6) 2015, due to mesh exposure, erosion, persistent incontinence and pelvic pain. No additional information was provided.